Manufacturer narrative:
Medical product: catalog #: 00830004600, tibial base component, lot # 62239782n catalog #: 00830001600, talar component, lot # 77004007 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Implants are compatible. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date of birth - unknown date, (B)(6). This device is not distributed in the USA. However, this report is being submitted as zimmer biomet has a similar device in the united states cleared under 510k number k120906. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an ankle revision eight (8) months post-implantation due to infection. The patient started having infection symptoms five (5) months after initial surgery. The patient underwent a polyethylene swap and washout. No additional patient consequences were reported.